Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/15/2021. Additional information was requested and the following was obtained: the diagnosis and indication for the index surgical procedure? Left breast mass on what tissue was the suture used? The gland. Please clarify what is meant by ¿knife edge¿? Does this refer to incision line? It just means the incision spot. What is the patient¿s current status? The wound healed soon after the suture was removed. The following information was requested but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was the patient re-sutured after the suture was removed? Was medical intervention provided to the patient? If yes, please provide medication name, dose, route (i.e., topical, oral, intravenous) other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was the patient re-sutured after the suture was removed? Was medical intervention provided to the patient? If yes, please provide medication name, dose, route (i.e., topical, oral, intravenous). Please clarify what is meant by ¿knife edge¿? Does this refer to incision line? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent left breast mass surgery on (B)(6) 2020 and suture was used. The glandular sutures were sewed after resection of the tumor and healed well. On (B)(6) 2020, the patient found local erythema inflammation, and pain of the knife edge, but the patient did not go to see a doctor. On (B)(6) 2020, the patient came to the doctor to explore the erythema inflammation area of the knife edge and found sutures. After removing the suture, the knife edge healed quickly. Additional information has been requested.